Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips received a complaint indicating that the system was unable to power on. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported. No service has been performed by philips since the customer declined the service and confirmed that the system was returned to use in good working order. To date, no further information was received. The codes were updated based on the investigation outcome. Health impact code was corrected.